Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the proximal left circumflex with moderate tortuosity, heavy calcification, and 75% stenosis, pre-dilatation was performed with a non-abbott balloon catheter. A 2.75x12 rx xience v stent delivery system (sds) was advanced but could not cross the lesion. Further dilatation was performed with another non-abbott balloon catheter and the 2.75x12 rx xience v sds was re-advanced, force was applied and the sds crossed the lesion. The sds balloon was inflated two times for deployment; however, after withdrawal of the sds the stent was found on the balloon, not between the markers and not expanded. Reportedly, the physician thought that the stent might have dislodged and remained on the distal shaft during the second advancement when force was applied to cross the lesion and after inflation, when the sds was withdrawn the stent moved onto the balloon. Reportedly, there was no resistance felt during withdrawal of the sds. A xience prime was implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force and re-insertion. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Failure to cross the lesion/physical resistance in the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the (B)(4) xience v everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged and/or dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. Additionally, the IFU states: resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Based on the information reviewed, there is no indication of a product deficiency.